Manufacturer narrative:
Following the case medtronic rep inserviced the staff regarding fiducial placement and imaging protocol. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that while in a sub-occipital surgery, the surgeon alleged a possible error in registration. Fiducials were placed over long hair and fiducials had moved by the time registration began. Pt was successfully registered at under 5 mm, however, surgeon was not satisfied with that number. Unable to use tracer due to pt position. Attempted anatomical landmarks, however, surgeon did not accept accuracy number. Surgeon proceeded with case and used stealth images to guide his incision although he did not use navigation. The surgeon removed the tumor successfully with the use of the stealthstation treon guidance sys. There was no impact on pt outcome.